Manufacturer narrative:
The sensor was returned and evaluated by the supplier. Review of quality records found that the device met manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the returned component found that the sensor passed electronic, noise, linearity/hysteresis, and signal drift tests. Based on their evaluation, the supplier was not able to confirm the reported issue. The device functioned as intended. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
UDI: (B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The reported sensor was implanted to a patient on (B)(6) 2017 to monitor the icp. In the next day of the implantation, the surgeon found the icp monitor score was lower when the surgeon checked the icp score of the patient. The surgeon requested us whether the device was defect or not because the patient¿s condition was stable. There was no adverse consequences to the patient. No further information was provided by the hospital.